Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid anterior descending artery. A 1.5mm rotawire was used then a 2.00mm x 30mm emerge balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported.